Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The dates entered in section b is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power issue was reported with the abbott diabetes care (adc) device by a caregiver on behalf of the customer. The customer was unable to test due to the device not powering on with button press or test strip insertion. As a result, the customer was unable to obtain glucose readings. The customer experienced symptoms of dizziness, hypertension, and hyperglycemia. They were in the hospital when this event occured and a healthcare professional (hcp) measured a glucose value of "700" from an hcp meter. The customer was subsequently treated with three unspecifed medication for the diagnosis of hyperglycemia. It was noted that the device was dropped prior to the reported issue. The customer remained admitted in the hospital for an unspecified duration. There was no report of death or permanent impairment associated with this event.

Event description:
A no power issue was reported with the abbott diabetes care (adc) device by a caregiver on behalf of the customer. The customer was unable to test due to the device not powering on with button press or test strip insertion. As a result, the customer was unable to obtain glucose readings. The customer experienced symptoms of dizziness, hypertension, and hyperglycemia. They were in the hospital when this event occured and a healthcare professional (hcp) measured a glucose value of "700" from an hcp meter. The customer was subsequently treated with three unspecifed medication for the diagnosis of hyperglycemia. It was noted that the device was dropped prior to the reported issue. The customer remained admitted in the hospital for an unspecified duration. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.